Event description:
Our international affiliate received information from an optician who reported that a female customer complained that the cap of the contact lens case for use with a 3 percent hydrogen peroxide system would start to mold within 3 weeks of beginning use. According to the report, the lens case was not stored in a wet room, consumer always rinsed the lens case (unknown what was used to rinse case) and dried it. It was unknown if the consumer followed all the instructions for use. No patient injury occurred.

Manufacturer narrative:
Visual inspection of the cap showed microbial growth.